Event description:
Malfunction: center pedal test issue. A company representative reported that while she was on site, the device could not complete the center pedal test prior to surgery. The issue was resolved by tightening the footswitch cable connection. She stated the user facility cancelled a partial day of surgery. No patient impact.

Manufacturer narrative:
Determination of root cause: assessment: company representative stated while on site, the device could not complete the center pedal test prior to surgery. She resolved the issue by tightening the footswitch cable connection, but requested that a tm (territory manager) check out the system. During the on-site visit, tm was unable to duplicate problem. To address this issue, the tm replaced the footswitch and the y-cable assembly, as a preventive measure, verified that the system was operating within specification, and successfully completed the service and installation record. In the weeks following the tm's activity, the system has had no further footswitch issues. A patient/user impact investigation was performed, as the reported event indicated patient involvement during surgery. The site was contacted to determine patient impact. The surgeon indicated, through his staff, that the patient involved did not suffer harm or injury due to the reported event. Conclusion: based on the results of the investigation, the root cause could not be determined. (B) (4). (B) (4). (B) (4).